Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken device, around 25-50% of the shell is missing, underweight. A microscopic analysis was performed which identified: broken shell with striated edge on anterior side assessed as surgical damage and broken shell with sharp edge on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: - broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. - broken shell with sharp edge assessed as unidentified (tear) opening - missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare provider reported rupture on the left side. Device has been explanted.